Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a damaged instrument channel with kink mark and the brush/forceps passage had a restriction at biopsy channel port. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the brush & forceps passage restriction at channel biopsy port was due to kink mark & damaged instrument channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.